Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. The 12.0 x 40, 75cm mustang balloon catheter was advanced to the lesion and it ruptured at 12 atmospheres. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Batch lot number was corrected from 16065604 to 0015361906. Device expiration date corrected from 05/01/2016 to 07/02/2015. Device manufactured date corrected from 05/02/2013 to 07/05/2012. Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended along the entire body of the balloon and measured approximately 5.6cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. The 12.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion and it ruptured at 12 atmospheres. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).